Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The patient was dependent but no patient consequences were reported. On (B)(6) 2018 the device was explanted and replaced. No patient symptoms or additional information was reported.